Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally testes and when the fiber was connected to the console it read error 65- sis faul-unable to read, thus, confirming the reported event of the fiber being not recognized. The secure identification system (sis) verifies fiber authorization and console compatibility before operation. If the sis cannot read or validate the fiber, the error code is generated. Also, visual analysis identified a fiber body break, as the fiber body was broken in two pieces. Microscope inspection found that the fiber tip was degraded and the fiber connector was in good condition. It is probable that procedural handling and procedural conditions of the device during set-up and/or use may have contributed to the fiber break. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break and laser would not recognize fiber were defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was not recognized by the console. There were no procedure and patient outcome reported. Analysis of the returned device identified that the fiber body was broken.